Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an allograft anterior cruciate ligament surgery with arthrex pre-sutured graftlink allograft surgery all 4 devices ar-1588tn-21 (lot: 15394802, 15406295 x2, 15466001) failed. The locking mechanism jammed and only one shortening suture would slide. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.